Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, an intra-operative dislocation of an electrical arthroscopic bistoury happened. It is unknown if a backup device was available and if a delay happened. No patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrodes. The screen/electrodes are detached. Discoloration/contamination and scuff/scratch marks on the spacer and cap was indicated. The suction line was tested and performed as intended. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was connected to a compatible quantum ii controller and was activated by a known good foot pedal device in saline solution at the default and max settings. The device produced plasma only on one (1) spot of the remaining/damaged screen/electrodes at ablate/coag default/max settings; the suction line was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. The device was damaged. Factors for the detached screen/extensive electrodes wear under use and the rate of wear dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to: rate of ablation; power settings; prolonged use against dense or bony surfaces and suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Manufacturer narrative:
(Event description) updated.

Event description:
It was reported that during a knee arthroscopy, the wand dislocated inside of the joint. All the pieces were removed from patient. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.